Event description:
Ventilator while in use visually and audibly signaled alarm condition "circuit occlusion". Patient de-saturated and respiratory arrest occurred. Patient was removed from vent and manually resuscitated. Alarm condition unable to be cleared. Ventilator subsequently removed from service.